Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was showing localized disconnected. The led on the camera was green, but when in the application, the system showed that it was disconnected. The representative had rebooted a couple of times. The camera cart monitor would connect with no issues.  In troubleshooting, technical service had the representative take the back cover over to check the light on the poe and it was green. Technical service had the representative powered the system down and removed the fan power cable from the ups in able to pull out the chassis. Technical service then had the representative power the system back on and swap where the network cable for the poe was plugged into on the o-ring to a known working port by disconnecting the network cable for the pcoip.  The camera then connected. Technical service had the representative swapped back to the original port and the camera connected there as well. The representative would power cycle the system multiple times to ensure that everything connected. There was no patient present.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735783, (network switch 5 port s8 svc). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.